Event description:
The patient reported, she has had 5-6 insulin infusion sets separate at the luer lock connection in the past few weeks. She stated, they are all out of the same box. The patient stated she discovered this issue because of elevated blood glucose readings up to the 400 mg/dl range. She said her normal blood glucose is 100-200 mg/dl. The patient said she felt very tired, was moody, and was urinating frequently and corrected her blood glucose by changing her infusion set tubing and bolusing insulin through her infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.